Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified acute marginal artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured vertically upon third inflation at 12 atmospheres for 10 seconds. The device was removed without any issue and the procedure was completed with another of the same device. No patient complications were reported and patient was in good condition post procedure.